Event description:
The customer reported a cmos error during a case. There was a problem during boot-up. The problem occurred with pt on the table and under anesthesia. The system worked after reboot.

Manufacturer narrative:
The ge svc rep replaced the power supply and circuit breaker. Operational check okay. The rep returned the system to svc.